Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device qj2amt/j345hcn31 and no non conformances / manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Name and indication of index surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? Was the wound re-sutured? If yes, when and what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? Does the patient have known allergic history to medical device, food or medications? Was there any testing performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Was the inflammation reaction with itching and wound secretion resolved after the suture part removal?

Event description:
It was reported tat the patient underwent an unknown surgery on (B)(6) 2021 for rupture of achilles tendon and the suture ligation and reinforcement was given. The next day, the patient was experiencing suture rejection reaction, erythema, inflammation, itching and wound secretion at the wound site of the skin. Removal of part of the suture and vsd, vacuum sealing drainage, were given to the patient. Additional information has been requested.